Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow-up, there was decreased longevity value and premature battery depletion suspected on the device. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. The device was received in backup operation. Analysis of the device image determined backup occurred after the device was explanted due to low battery voltage at low temperatures. Further testing determined elective replacement indicator was falsely triggered due to auto-capture operating in high output mode. The battery assessment determined the device was still above elective replacement battery levels and the longevity assessment showed the device was in the normal range of operation with appropriate remaining longevity.